Event description:
It was reported that right ventricular (rv) lead was explanted and replaced due to dislodgement. The patient recently had a surgical procedure for a valve replacement and it was noted an interaction at the time of the case. Subsequently, low r-waves and loss of capture were noted. X-ray did not show significant differences. The patient is in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece with the helix extended and clogged with blood. The full helix extension length was measured to be within product specification. The reported events of failure to capture and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.